Event description:
A patient had 2 endeavor sprint rapid exchange (rx) drug eluting stents implanted on the day of the index procedure and it was reported that an mi occurred approximately 11 months from the index procedure. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).

Manufacturer narrative:
(B)(4). Inherent risk of procedure (mi). (B)(4).

Event description:
Patient expired approximately 30 months post index procedure. The cause of death is unknown.